Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a message "replace generator. Generator has reach its end of service.". A manufacturer representative met with the patient and confirmed that the ipg is inoperable. It is unknown if the battery depleted prematurely. As a result, surgical intervention may be planned to address the issue at a later date.